Event description:
Same event as MFR #: 6000093-2007-02074, 6000093-2007-02075, 6000093-2007-02076. It was reported that during a stenting treatment procedure, removal difficulties were encountered. The lesion was located in the left superficial femoral artery (sfa). Following successful deployment of the 6x79x1350mm sentinol self-expanding nitinol biliary stent, the physician encountered difficulty withdrawing the sds. The sds became stuck on the guide wire and the guide wire and catheter had to be removed as a single unit. Following successful deployment of another 6x79x1350mm sentinol self-expanding nitinol biliary stent, the physician encountered the same issue. The sds was unable to be withdrawn over the guide wire. The catheter and guide wire had to be removed as a single unit. The procedure was successfully completed with three other stents and a guide wire. No pt injuries or complications were reported. Pt status is listed as "fine, no injury."